Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume alarm. This occurred during the fourth drain cycle of peritoneal dialysis therapy. The patient stated that they saw air in the patient line and had the supply line open. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned therefore device analysis could not be completed. However, air in the patient line is a known cause of the alarm. Should additional relevant information become available, a follow-up report will be submitted.